Event description:
It was reported that the user experienced high blood glucose with a stopped delivery and a partially completed meal announcement, and an occlusion alert was observed on the pump while using a cannula/tubing infusion set; after disconnecting the infusion site and filling the tubing to clear the blockage, drops were seen and infusion was reconnected, with the event characterized as lack of effect and the device component not specified due to insufficient information. Symptoms included hyperglycemia and dry mouth. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, while the clinical event aligned with a lack of insulin effect and insufficient detail on the specific device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.